Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery for a right femoral trochanteric fracture with the endcap. During the surgery, the surgeon had difficulty in inserting the endcap. The surgeon decided not to insert the end cap because he thought it was most likely due to a product defect. However, he inquired whether there was a possibility that the locking mechanism had not been dismounted. The sales representative was called, and he informed the surgeon that there was a possibility that the locking mechanism had not descended. The surgeon determined that there was a near 100% possibility that the locking mechanism had not descended, and performed a revision surgery the same day. It was found that the locking mechanism had not descended. The surgery was completed successfully with retightening and complete insertion of the end cap. This report involves one unk - nails: tfna. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: konankai konan medical center public interest incorporated foundation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.